Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that lead had dislodged. The lead was explanted and replaced with new lead. Patient condition was stable.